Manufacturer narrative:
A customer from outside the united states reported observation of a nonreactive advia centaur hcv (ahcv) result which was discordant relative to patient history and alternate-method testing. The ahcv instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ the following is stated under limitations: ¿patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.¿ siemens is investigating.

Event description:
The customer reports observation of a nonreactive advia centaur hcv (ahcv) result which was discordant relative to patient history and alternate-method testing. Ahcv reagent lot 445 was in use at the time. A nonreactive (negative) ahcv result was obtained for a patient with a history of positive hcv results since 2018. This negative result was not reported to the physician, and an additional test was performed using an alternate method. The alternate method produced a positive result, which was accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
MDR 1219913-2023-00290 was initially submitted on 2023-11-14. A customer from outside the united states observation of a nonreactive advia centaur hcv (ahcv) result which was discordant relative to patient history and alternate-method testing. Siemens investigated reagent, instrument, and sample data, and did not identify any underlying issues. Reagent and instrument problems were ruled out, as quality control (qc) results were within expected ranges, and no issues were identified with any other patient samples. Based on the available information, the specific cause of the discordant observation cannot be definitively determined. But a sample-specific interference could be responsible, or the result could be representative of normal assay performance. No product problem was identified. The customer is operational, and no further action is required.